Event description:
It was reported the pt had an infection at the lead incision site. Redness, tenderness, and intermittent drainage were present. It was also reported the pt was experiencing headaches with an unk origin. Blood tests were taken and came back normal. There was no indication of cerebrospinal fluid leakage. The infection was treated and resolved with antibiotics. For the treatment of headaches, the pt was given a prescription for caffeine. It is unk if the headaches have resolved. Allegedly, the headaches are not thought to be product related.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.